Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to be returned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned right ventricular (rv) lead was analyzed. Laboratory analysis confirmed the reported clinical observations. Resistance testing found the lead was not electrically continuous. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil and the anode conductor coil had a break 176 millimeters (mm) from the terminal pin. Microscopic evaluation indicated that the insulation damage and conductor break was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Patient code 3191 used to capture the surgical intervention.